Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3387s-40, lot# v079085, implanted: 2008 (B)(6); product type lead product ID 3387s-40, lot# v060742, implanted: 2008 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a broken extension. The healthcare professional was unsure which extension was the ¿issue.¿ it was noted that there were not any issues during interrogation of the implantable neurostimulator (ins). The extension was inspected during an ins replacement and had visualized a break in the extension. No action was required as a result of the event. Impedance testing was done. The issue was resolved and the cause was not determined. Patient was alive with no injury and there were no patient symptoms. Additional information received reported impedances were measured twice and both times they were within normal ranges. No further troubleshooting, intervention or actions were taken or planned. The cause of the issue was not determined. The manufacturing representative had not heard any negative consequences as a result of the visualized ¿break.¿